Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced multiple issues with the activa rc wireless recharger kit and associated components. Specific allegations included the power going off and on the dock when adjusting the charging cable, the recharger not charging when placed in the dock, intermittent green light activity on the docking station, scrolling green lights on the wireless recharger, and not receiving power from the recharging dock. Additional device-related problems included the charger shocking the patient when first received, lights on the charger blanking out, and the cord requiring precise positioning to function before ceasing to work entirely. The patient reported being unable to go up or down on one side and required assistance with dressing and shoes due to functional limitations. The patient also described chronic migraines, brain fog, generalized dystonia, and feeling sick. The left side was noted as dominant. Troubleshooting steps included checking for a green light on the dock, placing the recharger in the dock, and pressing the power button for five seconds, after which the green light on the dock went out. Requests were sent to replace the recharger, dock, wireless recharger cable, and adaptor. No deaths were reported. Additional info received from patient their charging equipment was replaced recently due to the issues reported. The patient reported that they continue to get shocked when they charge the stimulator. The patient repeated that they have generalized dystonia which is left-side dominant, so the shocking always starts on their left side then moves over to the right side. The patient said they've had a full dystonic storm while charging the stimulator. The patient said the shocking starts less than 2 minutes into a charging session and they can feel it up in their head. The patient repeated that they get migraines sometimes. The patient's hcp advised the patient to meet with a rep to have the stimulator checked before they consider removing the stimulator. Agent re-opened the case and sent an email to the field.

Manufacturer narrative:
Correction record updated to h6,h7,h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9200. Serial# (B)(6): product type recharger h3: analysis of the wireless recharger wr9200 (serial #:(B)(6) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.